Event description:
Customer has a biplane philips allura angio system. The lateral stand has the xray tube on the patients left when the patient is supine. This creates a digital image that is flipped. They can flip the image on the easyvision workstation but it still sends the image flipped.